Manufacturer narrative:
The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant failed to osseointegrate. The implant was placed in tooth location #27 on (B)(6) 2018. The doctor reported that on (B)(6) 2019 the patient presented with pain and infection at the implant site. Tooth location #27 was tender, and there was slight mobility. The doctor removed the implant. Antibiotics were prescribed to treat the patient's infection. The patient's symptoms were relieved after removal of the implant. The patient's current condition is reported to be healing, and awaiting re-implantation. The patient has type 4 bone, and has a history of diabetes. There was no abnormality noted with the implant itself.